Event description:
Pt came down with salmonella poisoning, severe, and was given strong antibiotics which were delivered through a PICC line. The PICC line caused a blood clot in pt's arm 6" long from the insertion site up into armpit. Pt is currently taking lovenox shots in stomach and is also taking coumadin.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of rewc1190 showed no other similar product complaint(s) from this lot number.